Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient was experienced severe vomiting, diarrhea, and headache. The patient didn¿t remember the alarms or messages shown on the dexcom app, but she wasn't sure if the issue was with the dexcom device because the omnipod pump stopped working providing her insulin. The cgm reading before going to the hospital was 400 mg/dl, but she mentioned that she did not have a blood glucose meter at the time to check her readings. The daughter called and ambulance and the paramedics took a bg reading which was around 500 or 600 mg/dl and took her to the emergency room. There they treated the patient with IV insulin. The patient was hospitalized for 9 days and discharged on (B)(6) 2025, when she was already stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.